Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented due to asymptomatic ischemia. Subsequently, the index procedure was performed. The 90% stenosed, 24x2.25mm, eccentric, type c, diffuse lesion was located in the moderately calcified distal left circumflex artery. The lesion was treated with pre-dilation and placement of a 2.25x24mm promus element plus drug-eluting stent at 10 atmospheres. Following post dilatation, residual stenosis was 0% and timi 3 flow was restored. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2015, coronary restenosis was noted at the proximal circumflex artery. On the same day, percutaneous coronary intervention (pci) was performed and outcome of the adverse event was good.